Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed; however, the reported event of batteries draining quicker on the white power lead rather than the black power lead was not confirmed. The system controller (serial #:(B)(4)) was returned for analysis and a log file was downloaded from the returned controller for review. A review of the downloaded controller showed 240 events spanning approximately 15 days ((B)(6) 2019 per time stamp). Atypical low voltage alarms occurred intermittently throughout the log file when the patient was connected to battery power. These atypical low voltage alarms occurred due to an atypical fluctuation in rsoc voltage on the black power lead when simultaneously, the white power lead was disconnected from a power source or the battery on the white power lead was routinely below the low voltage threshold. Throughout the log file when the patient connected to battery power, fully charged batteries were not often connected. Pump operation was not affected. The system controller underwent preliminary and functional testing. The controller failed steps which measured continuity in the cables due to slightly high resistance. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. No alarms were present during testing. Insulation testing was performed on both of the power leads and performed as intended. No cuts in the insulation were found. The root cause for the reported event was not conclusively determined through this analysis; however, the beginnings of conductor breakdown found in both of the power leads, may have contributed to the reported event. Heartmate ii instructions for use, section 3 entitled ¿powering the system¿ and heartmate ii patient handbook, section 3 entitled ¿powering the system¿ instructs the user to always connect fully charged batteries to the system. This section also provides details on how to check the battery status either on the battery or by using the battery charger. Instructions on how to properly charge the batteries are included in this section as well. Heartmate ii instructions for use, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient changed out controller as he was having low voltage alarms; he stated the white cable drained the battery much quicker than the black cable. The manufacturer's investigation revealed wire breakdown on both power leads. No further information was provided.